Event description:
(B)(4) distributor reports via e-mail, we found at incoming inspection that the subject products have incomplete sterilize sealing. No pt use.

Manufacturer narrative:
Root cause: yes. Poor sealing occurred when the cycle of the sealing machine was interrupted. Conclusions: device history record was reviewed and there are no non conformance reports generated during the mfg of this lot number. One returned sample did not have a complete seal. Investigation shows the poor sealing occurred when the sealing cycle was interrupted. During this interruption, the components (tray and tyvek lid) were affected and proper sealing did not occur. Corrective actions: as containment, an inspection point was added at the end of the assembly process to assure proper sealing of the product. A visual aid is going to be generated on steps to perform when the cycle of the machine is interrupted. An automatic system is going to be implemented to pull out questionable material when the cycle of the machine is interrupted.